Event description:
Surgeon states pt reported seeing dark rings after cataract extraction and intraocular lens (ol) implant surgery.

Event description:
The surgeon provided additional info. Several months following intraocular lens (iol) implant surgery, the iol was found to be decentered due to tear in the anterior capsule and the pt complained of problems with glare. A lens exchange and laser treatment were performed and the surgeon reports the pt has had a good outcome.